Event description:
It was reported that multiple pump motor stalls and motor stall recoveries occurred and were confirmed by the event logs. A motor stall occurred (B)(6) 2014 at 6:04am with recovery at 6:15am; on (B)(6) 2014 at 1:23pm with recovery at 1:52pm; on (B)(6) 2014 at 3:10pm with recovery at 3:15pm. There was no known magnetic or electromagnetic interference (emi) source for the motor stalls. There were no therapy or medical problems and the patient¿s condition had been ¿nothing different than normal.¿ a pump replacement consideration was to be relayed to the managing physician; however, there was no indication of pump replacement at this time. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that a motor stall occurred and recovered within 2 hours, following an MRI. The reporter stated that this was a ¿false motor stall/telemetry start related to an MRI.¿ the pump was replaced on the day of the report. The patient's status at the time of the event was stated to be alive with no injury. It was unknown if the patient experienced any symptoms or complications associated with the event. The pump was used to deliver gablofen (baclofen). The manufacture acknowledges what was stated pertaining to the motor stall, however the accompanying event log did not corroborate the reporter¿s account. Further follow-up is being conducted for clarification.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10953r62, implanted: (B)(6) 2001, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.